Event description:
It has been reported to philips that the system did not start up successfully; it got stuck at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred during an emergency treatment and the procedure was completed by turning on flexvision pc manually. The philips field service engineer (fse) inspected the system onsite and identified that the system failed to boot up. Review of system log files confirmed the malfunction of the flexvision pc. During the troubleshooting, the fse found a temporary startup failure issue which was resolved by turning on the flexvision pc manually. The fse replaced the power supply source in the pc to resolve the issue permanently. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.